Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure (no patient involved) that the erbe generator showed error c-00. There was nothing connected to the erbe, and it was rebooted twice. The intuitive tech support engineer (tse) asked the caller to disconnect the power cord for a minute and reboot afterwards. Error c-33 was still showing. The customer proceeded with a spare generator.